Manufacturer narrative:
The axium prime coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil broke during the re-sheathing during the coiling treatment of aneurysm. It was reported that several coils were placed prior to this event without any issue. There was no more space in aneurysm, however the physician attempted to place another coil unsuccessfully. Subsequently, the physician began to retrieve the coil and encountered some difficulties. The physician reported that the coil was stretched in the pack of the other coils in the aneurysm sac. During the re-sheathing attempt, the coil broke inside the microcatheter and was retrieved within the microcatheter. The physician did not see the break under fluoroscopy. No patient injury was reported as a result of this procedure.